Event description:
It was reported that the pt had a nuclear stress test. Following the test, the pt experienced a return of symptoms. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.